Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process. Additional information was requested and the following was obtained: the only additional information she had was that the surgeon reloaded the device and that firing had an issue as well. What the issue was she did not know. What procedure? Appendectomy. What procedure date ? (B)(6) 2014. How was the procedure completed? Another device. Was there any patient consequence? No,use another device. Additional information requested and received: what caused the bleeding? No evidence of staples were the clips formed in the proper b form shape? Were there any missing staples in the staple line? How much bleeding occurred? At least 3 arterial streams across cut surface was transfusion needed? No. If so how much blood products were given to the patient? None. What color cartridge was being used? White. At what firing did the issue occur? 1st. Additional info: tried 2nd white cartridge, still bleeding. Switched to different brand product.

Event description:
It was reported that the device misfired; ¿stapled but did not clamp off.¿ this is all the information available at this time.